Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. It was stated that the customer experienced nausea and vomiting, as well as pregnancy complications. It was stated that the hcp would be making changes to the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.